Event description:
A (B)(6) male pt contacted zoll customer support to report his battery pack would not power on his monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary - device eval of battery pack sn (B)(4) is currently underway. The reported problem (won't power on monitor) has been confirmed. As received, the battery would not charge when placed in the charger, but did power on a monitor. The battery cells had an output voltage of 12.1v. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.